Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working. It quit working the other day, caller clarified a couple days ago. The patient was having pain because it was not working. They have it on his back to see if they could stimulate his back to keep him from urinating and to help with his back. The only thing that showed was that the battery was working. The patient did not feel stim. There was no light next to ins battery. The patient noted he had the device implanted to help with back pain on l 4, 5 and 6. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0455453v, implanted: (B)(6) 2005, product type: lead. (B)(4).